Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a device change-out, x-ray revealed externalized conductors. All lead measurements were are within normal range. Lead remains implanted. Patient condition is stable.